Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with an inset 23"-6 mm infusion set and a fiasp prefilled insulin cartridge, with the user declining a full supply change and instead replacing only the infusion set; the cannula was reportedly not bent and no device alerts or alarms occurred. Symptoms included elevated blood glucose over 400 mg/dl for approximately five hours without associated clinical symptoms and without ketone testing. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed infusion set or cartridge failure based on user report. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.